Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis because it would not remain inflated during use. Therefore, the patient underwent surgery to replace the device. No fluid leaks were identified in the explanted prosthesis. There were no patient complications.

Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis because it would not remain inflated during use. Therefore, the patient underwent surgery to replace the device. No fluid leaks were identified in the explanted prosthesis. There were no patient complications.